Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during fill 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced an adverse event, serious injury, or required medical intervention as a result of the reported issue. The cycler remained with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during fill 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced an adverse event, serious injury, or required medical intervention as a result of the reported issue. The cycler remained with the patient for continued use.